Event description:
It was reported that, on an unknown date, the end of the depth gauge for 2.0mm and 2.4mm screws broke off. It was reported that this event did not contribute to death or injury. It was also reported that the device did not malfunction during surgery. No patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed. No conclusion could be drawn as no device was returned. A review of the manufacturing records has been requested. Placeholder.